Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Upon powering on the thermogard xp ivtm console (sn: (B)(4)) for patient use, the console displayed a tcmid: 06 (ce post failure) message. The issue did not resolve after the console was powered on/off. A secondary thermogard xp ivtm console was used to begin and complete patient's temperature management therapy. There was no report of patient consequence as a result of the reported issue.

Manufacturer narrative:
The report of a tcmid:06 (ce post error) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4). The root cause is due to a defective cooling engine. Visual inspection of the console found one loose caster, this is not related to the reported event. Review of the event log retrieved from console revealed multiple tcmid:06 error messages. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was attributed to a defective cooling engine due to the leak on the cooling engine refrigerant. After the replacement of the cooling engine and fixing the loose caster, the console was functionally tested and passed all final specification without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).